Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. International UDI # (B)(4). Manufacturer's product support engineer (pse) evaluate the unit and found error code messages of low tidal volume and air leakage low co2 inhalation risk. Pse replaced the unit's flow sensor assembly to resolve the reported issue. Unit was tested and passed. Unit returned to service.

Event description:
Customer contacted technical support stating that unit dose was undetectable. The customer reported there was no patient involvement.